Manufacturer narrative:
Additional information was received that the patient was doing better after the pain injection. Pain at the back was confirmed to be pain at the pocket site. Patient's vomiting had also subsided after the injection.

Event description:
A report was received that the patient was experiencing pain at his back and head causing him to vomit and soreness at the pocket site. The patient was prescribed with anti-nausea medications and will be given pain injection for the soreness. The patient does not experience the vomiting when the stimulation was turned off. The physician was unsure if the symptoms were device related but believed that soreness and pain were the reason for vomiting.

Event description:
A report was received that the patient was experiencing pain at his back and head causing him to vomit and soreness at the pocket site. The patient was prescribed with anti-nausea medications and will be given pain injection for the soreness. The patient does not experience the vomiting when the stimulation was turned off. The physician was unsure if the symptoms were device related but believed that soreness and pain were the reason for vomiting.